Manufacturer narrative:
(B)(4). S/w ver. 4.11e. Retainer ring = black. On 08/05/2021 customer reported having difficulty calibrating the unit. Inserted a test p-cap into the retainer ring, and it locked in place properly. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the retainer ring is solidly attached to the reservoir tube lip. In addition to this, did not note any cracks in the battery tube or in the battery threads. The unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. The unit was programmed with a test guardian link 3 transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Afterwards though the unit was unable to complete calibration giving off "bg not received" and "no calibration occurred" error messages. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the unit. After swapping boards and repeating the same process of connecting to a transmitter, connecting to a sensor, going through a warm-up period, and then calibrating the sensor, the problem is isolated to pcba1. In summary, customer report of having difficulty calibrating the unit was confirmed during testing. The difficulty is due to a hardware problem isolated to pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a issue calibrating sensor. It was unknown if the customer was using the insulin pump smart guard feature. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.